Event description:
Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. A temporary basal was not programmed before the alarm. The selftest was passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.